Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed last error code 45639. Functional testing revealed a faulty mainboard. The mainboard was replaced.

Event description:
It was reported that, during pre-test, the pump showed error 45639. There was no patient involvement.